Event description:
The patient complains of pain. He reports a mild pain that has steadily increased over the months. Patient feels that he has regressed the past few months. He reports a limp when he walks. Additional information provided by the sales rep indicated that the doctor revised the patient's right hip due to altr.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.